Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.

Event description:
It was reported that during the implant procedure, it was reported that the device did not function correctly at implant. It was also reported that the rv and lv pace/sense measurements were persistently greater than 3000 ohms, but the leads were fine through the old device and analyzer. The high impedance persisted during a tug test and lead manipulation. The device was not implanted. No patient complications have been reported as a result of this event.